Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: shaver did not work, error message, delay of surgery. Probable root cause: inadequate window profile, gap between cutter/housing, insuffient sharpness, incorrect rfid tag, incorrect diamond grit size/ type, inadequate coating process. The device manufacture date is not known.

Event description:
It was reported that there was a 2 hour delay in surgery.